Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 2001. Aneurysm and vessel morphology are unk. A computerized tomography (CT) scan performed 5 weeks later revealed no evidence of endoleak or device malposition. A CT scan performed in 2002 revealed a 1 cm distal migration of the stent graft due to proximal aneurysmal neck enlargement to 30 mm in diameter. The physician reported that the pt was not a candidate for surgical repair due to the potential life-threatening complications associated with explantation of the stent graft. The diameter of the aneurysm neck was too large for an aneurx device; therefore, 8 weeks later a 30 mm diameter talent (g970065) cuff was implanted under the ide emergency use provisions to provide an adequate seal. It was reported that there was no apparent endoleak at the conclusion of the procedure. It was reported that the procedure was uneventful and that the pt was doing well post-operatively.